Manufacturer narrative:
Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the calcar was fractured while trialing at the revision. Records are available for further review. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
A call center report states the patient alleges feeling pain in her hip. Further follow-up with the medical records indicate the pain is from her left hip trochanteric bursa. Medical records also indicated that the patient has been revised due to loosening of the femoral stem. **update** (B)(6) 2012- litigation papers received. In addition to previously reported issues, the patient is now alleging pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, multiple dislocations and a lack of mobility. A metal liner and femoral head have been added.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The lot code was not provided for the s-rom sleeve trial. Provided patient records have been reviewed. From a medical perspective, with the very limited amount of medical records to be reviewed, it is not possible to determine if the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. H3 other text : not returned